Event description:
In 2007 I was implanted with a medtronic spinal cord stimulator to help with nerve pain in my right leg subsequent to 7 back surgeries. Shortly after implantation, the device started causing me pain, so I opted to simply turn it off and not to have it removed until or if I had problems with it. This week I started having new pain in my low back and found that the battery pack that was implanted in my right buttock has come loose and has migrated. It is now pushing against my spine. I can completely turn it around by using my fingers. I saw my doctor today who is trying desperately to find a surgeon who will remove it. In the meantime, I have a free floating metal foreign object in my back that is all but pressing against my spine.